Manufacturer narrative:
Submit date: 08/02/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The customer reports the raytec is getting caught in the seals and in the containers. We have also had problems with unraveling and fraying. The gauze is sticking to the seal and causing it to fray. The issue was identified when opening the tray.